Event description:
An ocd blood bank technician specialist reported on behalf of the customer that the ortho provue analyzer interpreted negative results as positive.

Manufacturer narrative:
A blood bank technician reported that the ortho provue analyzer interpreted negative results as positive. The customer was performing validation of the provue at the time of the incident. As this customer is not yet test of record, erroneous results could not have been reported. Erroneous results were not reported as a result of this incident. However, false positive results occurred independent of test method. If an incident of this nature were to recur, undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.